Manufacturer narrative:
A visual and tactile examination of the returned device identified no kinks or damage along the catheter length. The investigator successfully loaded a boston scientific guidewire through the charger device without any issues or resistance being encountered. No issues were identified that could have contributed to the complaint incident. The customers guidewire was not returned for analysis. An examination of the leur connection threads in the hub identified no issues. The inflation port of the hub manifold was connected to an encore inflation unit with no resistance noted. During the first attempt to inflate the balloon, a pinhole leak was observed in the balloon. No leaks were present between the connection of the encore and the hub port. During the first attempt to inflate the balloon, a pinhole leak was observed in the balloon material. The pinhole was located at the proximal end of the proximal transition zone in the balloon. A microscopic examination of the balloon material could not identify any issues which could potentially have contributed to the pinhole leak. An examination of the markerbands did not identify any damage. No issues were noted with the tip section of the device.

Event description:
Reportable based on device analysis completed on 28-jan-2019. It was reported that difficulty to load wire and balloon failure to inflate occurred. A 10.0 x40, 75cm charger balloon catheter was selected for use; however, the technician noted that the threads were bad and could not thread something into the catheter. When they finally found a way to get around, the balloon would not come up. No patient complications were reported. However, returned device analysis revealed a pinhole leak.